Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# m-4900-07serial# (B)(4)). (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent a premature ventricular contraction (pvc) ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis was performed and yielded 500cc of fluid. Patient was reported to be in stable condition at the time this complaint was reported. There is no information regarding extended hospitalization. Patient has fully recovered with no residual effects. No factors were cited that may have contributed to the adverse event. Physician did not provide causality opinion. No transseptal puncture was performed. Generator set at 25-35 watts during ablation (not titrated). There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as it is unknown when the injury occurred. Irrigated catheter flow set at 17-30 ml/min depending on power. No error messages observed on bwi equipment during the procedure. Patient received anticoagulant heparin 3,000 units. Activated clotting time after the event was 133 seconds.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/19/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that an (B)(6) male patient underwent a premature ventricular contraction (pvc) ablation procedure for idiopathic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors of the catheter on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.